Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. New (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needle was difficult to remove. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the needle was not easily removed. Event description per snow case states: we used to purchase u-100, 0.3ml, syringes that had a need which could be detached. The needle was not removed easily but it was still possible. I am having trouble finding these again. We use these syringes frequently for medicating small exotic pets.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to unknown lot number.

Event description:
It was reported that unspecified bd¿ needle was difficult to remove. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the needle was not easily removed. Event description per snow case states: we used to purchase u-100, 0.3ml, syringes that had a need which could be detached. The needle was not removed easily but it was still possible. I am having trouble finding these again. We use these syringes frequently for medicating small exotic pets.